Manufacturer narrative:
D6: implant/explant date unknown. The investigation of thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Citation: mikolaj blaziak, jarocki, m., weronika wietrzyk, katarzyna modrzejewska, izabela swierczek, & wiktor kuliczkowski. (2024). Cholecystectomy during impella cp support in cardiogenic shock. Advances in interventional cardiology, 20(4), 509¿510. Https://doi.org/10.5114/aic.2024.144781 g2 report source; literature was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27694. H10 article citation was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27694. Article attachment was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27694.

Event description:
It was reported via a publication entitled "cholecystectomy during impella cp support in cardiogenic shock", that a patient developed heparin induced thrombocytopenia during impella cp support. Heparin was removed from the purge in response to the condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ a1-a5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.